Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the molded insulator broken. As a result the grip became dislodged. There was no missing pieces as a result. The root cause of the failure is attributed to manufacturing.

Event description:
It was reported that during central processing, the force bipolar instrument had a bent tip. There was no report of patient involvement.